Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the event details from the customer. Additional information: b5.

Event description:
Additional information was provided by the customer. The procedure was cancelled and will require rescheduling as a direct result of the device malfunction. The patient was under general anesthesia at the time of cancellation. The rescheduled procedure had not yet been completed at the time of this report. The procedure was being performed for the purpose of cancer diagnosis and staging. While the procedure was not reported as immediately life-threatening and did not require emergent intervention, the device failure has resulted in a significant delay in diagnosis. As a direct consequence of the diagnostic delay, a significant delay in treatment is also anticipated. No relevant pre-existing conditions were reported. The patient's current condition is reported as stable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope video image would not come up. It showed a black screen. The issue occurred during the diagnostic endobronchial ultrasound procedure. The procedure was delayed and then it was cancelled. There was no reports of patient harm.